Manufacturer narrative:
Case-(B)(4) final report. The device manufacturing records were located and reviewed. Finished parts conformed to material and dimensional specifications at the time of manufacture. Additional information, such as xrays, operative notes, patient activity level, medical history and weight, were all components removed, and an update on the patient was requested in order to perform the investigation. The reporter stated that the information was not available. Based on this, no further investigation can be performed and the event is considered to be caused by the patient's parkinson. The rootcause is considered to be external and this case is now considered closed. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Case-#: (B)(4). Initial report the device manufacturing records will be located and reviewed. Conclusions will be provided in a supplemental report. Additional information, such as xrays, operative notes, patient activity level, medical history and weight, and an update on the patient was requested in order to perform the investigation. If provided they will be summarized in a supplemental report. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex revision due to hyper extension related to parkinson. A more constraint construct was implanted.